Manufacturer narrative:
Uf/importer report# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's pilot balloon had secretions inside of it. Trach tube was changed out. The removed device was checked and found that the trach tube cuff had a hole in it and would not maintain air.